Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. A review of all applicable material, inspection, manufacturing, storage and distribution records according to the description of the product used was conducted. All records revealed that the product lot was manufactured within specifications and distributed in accordance with all operating procedures. A review of the manufacturing and inspection records did not reveal any contributing information/trends. The subject product was returned for evaluation and evaluation has been completed. Once the explanted set screw was returned, it was analyzed under a microscope. The bottom surface of the set screw exhibited abrasions that were not radially symmetric. These abrasions were also only on the perimeter of the set screw's bottom surface, which indicates that the rod may not have been optimally seated in the head of the screw, and that the contact between the rod and set screw was not ideal. Therefore, the set screw may have been cross-threaded, which likely contributed to this incident. Two of the set screw's threads were also rolled over, which further suggests that it may have been cross-threaded. The torque handle that was used to final tighten the set screw was also inspected and determined to be out of spec on the low end. Therefore, the set screw may not have been torqued high enough, which may have also contributed to it backing out.

Event description:
It was reported to k2m, inc. On (B)(6) 2016 that a patient had a set screw backout less than one month post-op. The patient was revised on (B)(6) 2016.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product was returned for evaluation but evaluation is still in progress. Upon completion of evaluation of the subject part, k2m inc. Will file a supplemental report indicating the findings.

Event description:
It was reported to k2m, inc. On (B)(6) 2016 that a patient had a set screw backout less than one month post-op. The patient was revised on (B)(6) 2016.